Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections and insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. The incomplete bolus alert could not be investigated due to the battery issue identified.